Event description:
On 10/8/98 pt scheduled for arthroscopy of left knee. The linvatec spherical burr was introduced into the knee. The area was visible on the overhead screen. Metal shavings were found in the operative area immediately at the time of use of the burr. The burr was stopped and the area was irrigated to remove the metal shaving. Pictures indicated minimal shavings in the area at the end of irrigation.